Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No failed battery test alert, no charge/battery lasts less than expected anomaly, no frozen screen and no excessive no delivery alarm noted. Device received with cracked battery tube treads, cracked reservoir tube lip, cracked case corner reservoir tube window and cracked reservoir tube window. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that reservoir area was busted and insulin pump was frozen. Customer stated there was crack at escape button and also received unexplained no delivery alarms. Insulin pump lost setting when battery change and reject new battery often. Insulin pump rewind more than once per prime. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.